Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 216-397 mg/dl. Customer alleged the pump was not properly delivering insulin due to elevated outdoor temperatures ranging between 100-102 degrees fahrenheit. An infusion set site change was performed and multiple correction boluses were delivered to address bg. At the time of the report, the customer's pump was working as intended.